Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes there was stopper creep out or loose closures. The following information was provided by the initial reporter and translated to english. The customer stated: "the cap of the (empty) tube was loose and the rubber/stopper was incorrectly fitted."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2021. H.6. Investigation: bd received samples and photos for investigation. The photo and sample were reviewed and the indicated failure mode for cocked stopper with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of cocked stopper was not observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related( a timing issue on the metro -the equipment which inserts the rubber stopper into the hemogard cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes there was stopper creep out or loose closures. The following information was provided by the initial reporter and translated to english. The customer stated: "the cap of the (empty) tube was loose and the rubber/stopper was incorrectly fitted."